Event description:
Color of hands and fingers gray to purple. Feeling of weakness in all limbs. User of denture adhesive experiencing coldness and dis-coloration of hands-gray to purple; and weakness in limbs poligrip and fixodent. Dose or amount: cover up and lower dentures, frequency: 1 x day. Dates of use: 1997. Diagnosis or reason for use: to adhere dentures.